Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar autoa-flex device was returned to a third-party service center with no initial alleged complaint. During the evaluation of the device at the third-party service center the device was visually inspected, and evidence of foam degradation/particles was found inside the blower kit. Additionally, the device had displayed error codes e053 (err_comp_log_sem_timeout), e062 (err_stuck_ramp_key), e063 (err_stuck_knob_key) and e065 (err_stuck_encoder_a). In addition, the device was scrapped by the service center after the evaluation was completed.